Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: h4: the device manufacture date was reported as 5/2/2023 in the previous report, this has been updated to 6/9/2023

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: the device was functionally / visually tested according to the photos. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection. Cutter broken. The external features of the returned cutter were visually inspected and observed that the tip of the cutter was broken. The cutter was examined using 40x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. Additionally, the thickness of the cutter was measured and found to be within specification. The root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force. There is no other data to support an alternate defect to cause this failure. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The IFU states the following regarding the reported issue that was observed by the user or customer: do not force the cutting burrs while performing operation. Use a gentle tapping motion or side to side motion and let the instrument do the cutting. Forceful side loading of cutting burrs may cause fracture of dissecting tool, which may cause injury. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
This is report 2 of 2 for (B)(4). It was reported from japan that during a brain tumor removal surgery on (B)(6) 2024, it was discovered that the drill bit device broke off although it was used as usual. According to the reporter, the second drill bit device had been broken before the package was opened. The broken drill bit was discarded. It was not reported if spare devices were available for use. There was patient involvement reported. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: drill bit device, attachment device, 6/7/2024 the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: not provided.